Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. When the devices were removed, manipulation of the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in a coronary artery. A versacore guide wire was advanced with a guiding catheter through the right radial access. After the guide wire was successfully used, an attempt was made to remove the guide wire when resistance was felt with guiding catheter. A decision was made to remove both devices as a single unit. When the devices were removed, the core of the guide wire became separated while inside the guiding catheter. The procedure ended at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.